Event description:
It was reported that the caller did not see insulin drops at the end of the tubing during the fill step of the load sequence, leading to concerns of pump occlusion. There was no adverse impact on the customer's blood glucose level. The caller was educated about using room temperature insulin for filling the cartridge and was assisted by technical support in completing the load process and resuming insulin delivery. Recurring occlusion issues were noted, and exhaustive troubleshooting led to the recommendation for a pump replacement. The customer was informed about receiving a pump with updated software and will use an alternative therapy until the replacement arrives.